Event description:
It was reported that after sterilization, the bd luer-lok¿ tip syringe leaked past the o-ring before it could be used. The following information was provided by the initial reporter: "states that "the syringes are bleeding past the o rings, after sterilization. Distributor told them that the syringes are not sterile, however it states they are on the bd website." He explained that, that is probably why the syringes are leaking."

Manufacturer narrative:
Investigation: two samples were received. They came in a ziploc bag and both have the plunger rod- stopper all the way down. They both were tested for leakage and both passed. No defects of any kind were observed during the visual inspection. Failure mode could not be verified and root cause is undetermined. A device history record review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after sterilization, the bd luer-lok¿ tip syringe leaked past the o-ring before it could be used. The following information was provided by the initial reporter: "states that "the syringes are bleeding past the o rings, after sterilization. Distributor told them that the syringes are not sterile, however it states they are on the bd website." He explained that, that is probably why the syringes are leaking."